Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst note that the stylet was returned damaged. Stylet insertion test was performed using stylet sample in the rpa lab. The stylet passed completely through the coil lumen to the distal tip without obstruction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt there was placement difficulty. The physician could not insert the stylet all the way to the end of lead tip. It was noted there was stylet/lumen obstruction. A new lead was implanted with success. No patient complications have been reported as a result of this event.